Manufacturer narrative:
Results code refers to the catheter.

Event description:
In 2008, the patient started having intermittent signs of symptoms of withdrawal which included increased clonus, irritability, and diaphoresis. The patient's primary physician chose to treat/evaluate this by comparing the expected residual volume with the actual residual volume at pump refills, and it was always correct or within accepted parameters. On two separate occasions, intrathecal baclofen boluses were programmed through the pump. The bolus would help the patient for the day, but then it would wear off. A decision was made to revise the catheter. Because the patient had "rot" from her cervical, thoracic, and lumbar spine. The catheter was originally implanted retrograde from the cervical spine, so prior to doing surgery, x-rays were taken (date not reported) and it did not who any obvious kinks or disconnects. During surgery, the neurosurgeon exposed the catheter where it exited out from the cervical area and did not visually observe any kinks and then exposed the pump/catheter connection site in the abdomen and did not visualize any kinks. The neurosurgeon chose to cut the catheter where it exited out from the spine. A brisk retrograde flow of cerebrospinal fluid resulted, so the surgeon chose to splice a new catheter onto the distal or spinal segment of the existing catheter. The newly spliced catheter showed a brisk retrograde flow of cerebral spinal fluid prior to attaching it to the existing pump. After surgery, the catheter was primed; the internal pump tubing was not since it already had medication in it. At the time of surgery, the patient's dose had been increased up to 699 mcg/day of lioresal 2000 mcg/ml. They chose to restart her pump at 400 mcg/day and admitted her into the hospital for evaluation. The next day, the patient still had clonus so, they increased her infusion rate to 450 mcg/day in the morning. She continued to have clonus; they increased her dose again 4 days later to 500 mcg/day. They planned to continue to observe the patient to see how she was responding. It was noted that the surgeon did not question the patency of the catheter or the functionality; he thought the issue might have been a positional kink. Additional information has been requested, a follow-up report will be sent if additional information becomes available.